Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had under-sensing. It was noted that the catheter sheath was folded. The lead and catheter were not used, and another lead and catheter were used for implant. No patient complications have been reported as a result of this event.